Manufacturer narrative:
Additional information: d5, d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the system error 20602 motor stall condition was not reproduced; a flow rate accuracy test was performed with no alarms or issues noted. A review of the event history log revealed a system error 20602 message. A service history review was performed and revealed that the device has no previous service events in the past 12 months; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition could not be determined. No component replacement was required to resolve the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump (lvp) had system error 20602 (motor failure, stall/seized). The event occurred during delivery. The patient was connected during this event, and the pump was infusing and stopped midway with this error. There was no report of patient injury or medical intervention associated with this event. No additional information is available.